Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of an open circuit condition. In addition, high out-of-range shock impedance measurements greater than 125 ohms were noted. The patient experienced an arrhythmia that prompted the delivery of a shock. Subsequently, the arrhythmia reinitiated, but self-terminated before a second shock was delivered. The right ventricular (rv) lead was explanted and replaced and has not been returned. No additional adverse patient effects were reported.